Manufacturer narrative:
Conclusion: the device history record and frame record were reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. The image review showed an evolut valve at 100% deployment. No infolding noted. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. With the limited information available and without a returned valve for analysis, a conclusive root cause for the under expansion cannot be determined. Cardiovascular injuries, such as rupture, are known potential adverse patient effects per the device IFU. These events can be related to the patient's pre-procedural condition and procedural factors, as well as factors related to the device. In this case, with the limited information available, a conclusive root cause could not be determined but per the physician, the post-implant balloon aortic valvuloplasty (bav) caused the rupture. Pericardial effusion is a known effect that can occur after cardiac procedures due to procedural complications. In this case, with the limited information available, a conclusive root cause could not be determined but per the physician, the pericardial effusion was attributed to the aortic root rupture. A pericardiocentesis and pericardial window were performed but the patient subsequently expired. It was reported that the patient passed as a result of the aortic root rupture. It was unknown if an autopsy was performed but per the physician, the post-implant balloon aortic valvuloplasty (bav) contributed to the patient¿s death. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. With the limited information available, a conclusive relationship between the device and the death could not be established. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, it was noted that the patient had a pleural effusion. The valve was implanted and a post-implant balloon aortic valvuloplasty (bav) was performed using a 23 millimeter (mm) non-medtronic balloon due to under-expansion of the valve. Following the procedure, a pericardiocentesis was performed due to a pericardial effusion. Per the physician, the pericardial effusion was attributed to an aortic root rupture caused by the non-medtronic balloon. Later in the day, a pericardial window was performed but the patient subsequently expired during the night as a result of the rupture.